Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during an implant attempt, the physician was unable to engage or tighten down the left ventricular (lv) set screw on the device header. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.